Event description:
It was reported that during a colectomy procedure that the clips would not advance. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the instrument was returned with the cartridge cover separated. The instrument was cycled and ejected the remaining clips due to the cartridge cover condition. No conclusion could be reached as to what may have caused the found damage. The reported event of "clips would not advance" could not be confirmed. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.